Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital emergency room on (B)(6) 2020 with atrial fibrillations episodes. During interrogation of the implantable cardioverter defibrillator (ICD) it was noted that the patient had atrial fibrillation with rapid ventricular response and there were concerns that the ICD was malfunctioning. The patient converted to sinus rhythm shortly after esmolol initiation. The patient was in stable condition throughout.